Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (BG) level displayed as "High"; although a specific value was not provided. A correction injection (MDI) was delivered to address the elevated BG level, and there was no need for third-party assistance. Technical Support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.